Manufacturer narrative:
E1 patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany it was reported that patient encountered inflammation at the infusion set and abscess had to be remove no further information available.